Event description:
Report rec'd of a non-delivery of medication. The patient was post CABG surgery with a "maintenance epinephrine drip" infusing at an unspecified rate. As the "post-operative period progressed", it was reported that "the patient started to bleed and needed the epinephrine drip to be increased to treat the blood pressure and heart rate". According to reports rec'd, increasing the drip "wasn't doing any good" and the pt needed epinephrine boluses every 5-10 minutes to "get results". The pt returned to surgery to repair "the bleeder". Post-operatively, they changed the pump for the maintenance epinephrine drip with no further reported incident. Though requested, no further info was available.